Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces and with bleeding glass on the lcd board. No button error alarms noted and no frozen screen noted. No unexpected a21 alarms noted. The insulin pump passed self test, a21 error test and displacement test. The insulin pump was received with minor scratches on the lcd window, cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump experienced an unexpected restart alarm. Customer reported that the insulin pump has a frozen display screen and the buttons are not responding. Customer's blood glucose reading was 103 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.